Event description:
The rn entered the MRI scan room to place a new syringe of propofol on infusion pump. Noticed that the original syringe of propofol was still full. The medication was not delivered. The pump indicators inside and outside of the scan room had a green flashing light (which indicates that the pump is running) and the volume infused amount indicated that the pump was functioning. The pump was reprogrammed for another 14ml to be infused and the pump again flashed green and the numbers indicated that the medication was infusing. A few minutes later the rn returned into the room when the scan was finished and discovered that none of the propofol had been delivered.